Manufacturer narrative:
Reference MFR report # 2916596-2017-00537 for the report of the patient¿s subsequent stroke and expiration. (B)(4). Approximate age of device ¿ 5 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient aspirated tylenol and subsequently developed aspiration pneumonia, acute respiratory failure and pulseless electrical activity (pea), and experienced cardiac arrest. It was reported that the patient was "down" for a long time during the pea arrest, and that chest compressions were not initiated. Later on (B)(6) 2017, the lvad system began experiencing power elevations and the patient had an upward trend in lactate dehydrogenase (ldh). The patient had been receiving coumadin since post-operative day two, and was not on IV heparin. A ramp echocardiogram demonstrated the inability to unload the left ventricle. On (B)(6) 2017, it was reported that the patient was in stable condition and was being treated with high dose IV heparin. The patient¿s ldh was trending down. The lvad clinicians did not wish to proceed with a pump exchange at that time. No additional information was provided.

Manufacturer narrative:
The patient remained ongoing on vad support at the time of the event. The patient later expired on 02/19/2017 due to a hemorrhagic stroke (reported under medwatch MFR. Report # 2916596-2017-00537). The pump was not explanted following the patient expiration. Review of the submitted system controller log file which contained approximately 5 days of data appeared to show the pump operating as intended; no atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. A transient pump power elevation up to 10 watts was captured at timestamp (B)(6) 2017 9:54; however, the elevation was associated with a brief increase in fixed speed. The report of suspected pump thrombosis could not be confirmed because the pump was not returned. Moreover, a direct correlation between the device and the reported elevated ldh could not be determined. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.